Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The anterior chamfer cut was 3mm deeper (than planned) on the femur after cuts were made. The surgeon opted to convert the case to manual based on the patient's profile.

Manufacturer narrative:
Reported event: an event regarding inaccurate anterior chamfer cut involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 102 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events inaccurate anterior chamfer cut. There were only 5 other reported events ((B)(4)). Conclusion: the vp log data from the case was reviewed. An analysis of the cut accuracy, probe check values, checkpoints values, bone registration values, rio registration values, and bone preparation checkpoints values was completed. Using the vp log and session files for the case, it was found that the distance error for the anterior chamfer cut was only 0.1186 mm, which is within tolerance. All other areas of the investigation found error values within tolerance. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The anterior chamfer cut was 3 mm deeper (than planned) on the femur after cuts were made. The surgeon opted to convert the case to manual based on the patient's profile.